Event description:
Ous MDR - this lead was explanted and replaced due to dislodgement. An implant and explant date were not provided. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The following report therefore refers to the review of the production documents of the lead and the ICD, as well as to the analysis results of the returned ICD. First, the manufacturing process of the two devices was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The ICD first underwent a status interrogation. The device status was bos, 1 charge process had been documented. The connection system of the defibrillator was mechanically examined. The screws were without defects. Leads inserted as a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the standard. The memory content of the ICD was analyzed and contained expected data. The analysis did not find any indications of a malfunction of the device. The icds capability to provide therapy was tested. The antibradycardic output signal, especially the atrial pacing, was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the device was fully functional during the analysis. Both the examination of the connection system and of the electronics showed no deviations from the specifications. There were no indications of a material defect or manufacturing error.